Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, computed tomography revealed the height of the left coronary ostium in relation to the aortic annulus was 8mm. As a result, a medtronic stent was left below the coronary trunk. During implant, the valve was recaptured once due to positioning. The valve was implanted without issue. Following valve implant, angiography showed the coronary ostium was patent; therefore, the stent was removed. A few minutes later, the blood pressure was low. Angiography showed the left coronary artery was closed. Cardiopulmonary resuscitation was initiated. The left coronary artery was catheterized and a stent was placed with a good result. After a few minutes, the patient showed instability and angiography showed the stent was occluded. The stent was dilated and blood flow returned. However, after a few minutes, instability and cardiac arrest occurred. It was noted there was evidence that there was no flow through either coronary arteries. The right coronary artery was catheterized with the presence of what was thought to be a thrombus. Subsequently, the patient died. Per the physician, the cause of death was hemodynamic instability due to coronary occlusion. Per the physician, the valve contributed to the death.

Manufacturer narrative:
Hproduct analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.